Event description:
It was reported that during routine testing during installation of the anesthesia machine, prior to patient use, the ge healthcare service representative noted the audible alarm function was not working; visual alarm was available. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.